Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not power on. A field service engineer (fse) performed power supply testing, which passed on tests 1 and 2. However, during the main test, drawers 4.1 and 4.2 failed and caused a power drop. To resolve the issue, the fse replaced two controller boards, the pyxibus board, and a sensor. The rows were then recovered, and testing was completed using the hardware test application (hta) along with user validation, all of which passed successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station failed to power on and displayed a black screen. Ac power was present and the power switch was turned on but still the power supply was not functioning, and the cooling fan was not operating. However, there were no delays or adverse events or injuries reported based on this event.